Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition the device got hot during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed cutter lock verification. During repair, it was observed that the pawls were damaged preventing the device from locking the cutter. It was determined that the issue with the damaged pawls was consistent with trying to run the device in the load position. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was getting hot during use. There were no delays in the surgical procedure and a spare device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.